Event description:
In 2006 a patient underwent repair of a descending thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Case planning revealed the patient had a bovine arch with a 45 degree angle. The device was implanted and immediately after ballooning the proximal end, the physician noted that the device had moved proximally one centimeter. A final angiogram was taken which revaled poor graft inner wall apposition as well as a proximal type I endoleak. The physician decided to take a wait and watch approach and the patient was released to the floor. Three weeks later, it was reported to w.l. Gore the patient had never left the hospital due to the dissection of their ascending aorta post-placement of the gore tag thoracic endoprosthesis. Following the dissection, the patient expired. The exact date and cause of death are unknown at this time.

Manufacturer narrative:
H6: code 86- a review of the manufacturing paperwork has been conducted. H6: code 100-the review of the manufacturing paperwork verified that this lot met all pre-release specifications.